Manufacturer narrative:
(B)(4). Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product quintex screw driver. During removal of a cervical plate, a quintex screw driver was used. The plate being removed was an abc2 plate. The surgeon broke the tip of the screw driver while attempting to use it with wrong plate system. . An additional medical intervention was necessary to retrieve the proper removal instrument and a burr. Additional information was not provided. The adverse event/malfunctions filed under aag reference (B)(4).

Manufacturer narrative:
B5: updates received. Investigation results: up to now there is no instrument available for analysis. Because the batch is unknown, a batch history review is not possible. The root cause for the problem is most probably usage related. As in the complaint description mentioned, the surgeon used the screwdriver for the wrong system (not intended use). A CAPA was not necessary.

Event description:
Clarification was received: the removal of the plate was due to adjacent disc disease; an "inter" body was being placed at the level above and a different plate implanted. The surgeon easily retrieved the single broken piece in about 30 seconds. The surgery was delayed for 1.5-2 hours due to use of the incorrect removal set. It was reported that the patient did not experience any adverse effects as a result of the incident. A picture was provided that confirmed breakage of the tip of the instrument.